Event description:
It was reported that the tip broke off.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection of the grasper revealed the presence of a broken off jaw tip. The missing piece was not received with the grasper. The probable root causes for the broken off jaw tip could be due to excessive force at the jaw or instrument was used on hard material. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.